Event description:
Protack malfunctioned and would not tack. Another protack opened and worked without incident. No patient injury. Manufacturer response for protack fixation device, protack fixation device (per site reporter): sales rep was notified by the operating room but no action known. Materials called customer service to report and was told someone would be in touch. We were contacted by email with questions regarding the event. Not sure when the device will be picked up.